Event description:
The pt presented with bleeding at the suture line nine days following hemorroidectomy. It was reported that the suture broke. The pt was resutured.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. K946271.